Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary lobectomy, when on an anastomoses, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. They replaced the device to complete the case. There was no patient injury.